Event description:
Reporter applied product to son's thigh the previous evening and when she removed patch in morning, pieces of skin came off with the patch. He wore patch approximately 9 hours. Skin on leg is bubbly/blistery looking. She applied polysporin ointment to affected area, they emu oll and wrapped with gauze. She gave son 1 advil tablet for pain and sent him to school. After school, the gauze stuck to skin when she tried to remove it. She feels that the childs problem is due to the adhesive pulling on his skin. The child is not burned and the product never heated up. The adhesive was strong and tore off skin when removed and left skin with burn area. Mother called pediatrician and he advised to continue using neosporin and watch for infection.